Event description:
The pt reported experiencing low blood glucose readings in the 30-50 mg/dl range for the past month. She stated the readings mainly occur at night and she feels "lethargic, going down real quick." The pt said that last week she had low blood glucose that caused her to pass out on her bathroom floor. She stated her neighbors called the ems and when they arrived and tested her, her blood glucose reading was "19 or 20 mg/dl, I really can't remember." She stated she was given an IV drip of dextrose to correct her blood glucose levels and she was stable enough to be released from the hospital early that morning. The pt stated she is not sure whether her insulin infusion device is over delivering insulin or if it is the high level of stress in her life. She stated she was recently granted full custody of her 2 young grandchildren. The pt stated that stress does lower her blood glucose drastically. She stated she is going to see her doctor in regards to her stress and low blood glucose concerns. Troubleshooting did not find any product issues. The product was replaced and requested to be returned for evaluation.